Event description:
The patient experienced withdrawal and was admitted to the hospital. The pump event logs were normal. There were no audible alarms. A catheter dye study revealed that the catheter was visibly fractured. The hcp replaced the catheter. The patient was doing well afterward. The pump was used to deliver morphine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.